Event description:
The customer reported to olympus that the single use electrosurgical knife had the first and second tip fall off. The issue occurred during the therapeutic endoscopic submucosal dissection procedure which was completed with a similar device. There were no reports of patient harm. Related patient identifiers are as follows: (B)(4).

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue was confirmed as the two tips fell off. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: adhesive agent used for connecting the tip was applied to all around the distal end of the electrode. Appropriate amount of adhesive agent was used. Scorch was observed around the cutting knife electrode. No other abnormalities that could lead to the reported phenomenon were presented. The exact cause of spark discharge generation causing the tip to fall off could not be identified. Therefore, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "when the electrosurgical unit is used in the coagulation mode, crack/detachment of the tip and the electrode or deformation/break of the cutting knife could occur, for example when the high-frequency output is set too high or the length of the contact between the cutting knife and tissue is too short. During treatment, always ensure that the slider slides on the handle smoothly and that the electrosurgical knife observed in the endoscopic image is normal. Should cracks or detachment of the tip or deformation/break of the cutting knife be detected during use, immediately shut off the power supply, discontinue the procedure, pull the slider and withdraw the endoscope from the patient with the cutting knife retreated in the insertion portion of this instrument. Do not continue using an abnormal electrosurgical knife to prevent perforation or hemorrhages. If the tip or cutting knife is detached be sure to collect it using grasping forceps. Aspirate fluids such as mucus that adhere to the electrode and/or the cutting knife, outer sheath and body cavity tissues. Patient injury such as punctures, hemorrhages, mucous membrane damage and thermal injury of tissue could result if output is activated when in contact with these adhering fluids. When current is discharged while the cutting knife is being separated from the mucosa under wet situation, it may break the cutting knife or crack the tip. Always operate the electrosurgical unit at the minimum output level and for the minimum time necessary to successfully complete the procedures. Excessive output level and time may result in patient injury, such as punctures, hemorrhages or mucous membrane damage. Application of high-voltage waveforms for extended periods increase the likelihood that it may break the cutting knife or crack the tip. When a high-voltage waveform has to be used, minimize the duration of current application." Olympus will continue to monitor field performance for this device.